Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was sleeping. Reportedly, the alarms continued to occur. Customer's blood glucose was 310 mg/dl. Customer reverted to manual injections for insulin therapy.